Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the safety mechanism malfunctioned causing a needle stick injury on one (1) device. No other information provided.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the safety mechanism malfunctioned causing a needle stick injury on one (1) device. No other information provided.

Manufacturer narrative:
The following fields were updated due to additional information: b1: adverse type: adverse event investigation summary bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination, and no abnormalities such as damage, molding defects of the safety shields or the wing hubs were found. Also, the activation of the safety shields was checked using 8 retained samples and no issue with the breakaway force, sustaining force, or security force as all within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of device malfunction causing needlestick injury. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.